Manufacturer narrative:
Correction: upon review, the implantable cardioverter-defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of far field r wave oversensing and oversensing due to noise resulting in inappropriate mode switching were noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.